Event description:
Unomedical reference number (B)(4), event occurred in spain, on 05-may-2024, it was reported that the patient experience that the 7-infusion set were fell off during use and the infusion set is long for few hours. No further information available.